Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. The patient described the area as blistered sores under the left (brown velcro) and back (yellow velcro) electrodes and the skin was broken and bleeding. The patient mostly lays on the left side, so the irritation potentially developed due to pressure and rubbing there was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown as follow up attempts were unsuccessful.